Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: - inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. - prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation and in addition to the reported in b5, the device evaluation found the following: the scope connector cover unit had a scratch; the lock engagement lever had a scratch; the free-engage knob had a scratch; the right/left knob had a scratch; the up/down knob had a scratch; the flexibility adjustment ring had a scratch; the switch box had a scratch; the scope cover had a scratch; the suction connector had corrosion; the suction connector had a scratch; the universal cord had a scratch; the grip had a scratch; the suction cylinder was shaved; the control unit had discoloration; the control unit had a scratch; the adhesive on the bending had a chip; the plastic distal end cover had a scratch; the connecting tube had a scratch; due to wear of the angle wire the bending angle in the up direction did not meet the standard value; due to wear of the angle wire the play of the up/down knob was out of the standard value; due to clogging of the nozzle the water removal ability did not meet the standard value. The customer cleaned, disinfected, and sterilized the device before returning to olympus for evaluation. The air/water nozzle was was flushed with air and water, and a detergent solution. The air/water nozzle was wiped/brushed with clean a lint-free cloth, brush, or sponge with no reported delays or abnormalities the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a poor water supply. The issue was obsrved during an unspecified procedure. The procedure was completed with the same device with no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation. During the evaluation, foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.